Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump had housing damage near the cartridge loading area which lead to difficulty loading the cartridge. Customer declined to provide additional patient or event information. There was no reported impact to the customer's blood glucose level.